Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed helix difficulty issue, a helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. The known inherent risk was based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this lead was not successfully implanted due helix would not extend or retract after multiple repositioning. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted due helix would not extend or retract after multiple repositioning. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.